Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no: c80063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids from 2014 to 2016, vitamin d deficiency in 2013, chlamydial infection, herpetic vulvovaginitis, obesity, human papilloma virus infection, osteopenia and hypertension. Previously administered products included for prevent pregnancy: mirena from 2010 to 2014. Concomitant products included colecalciferol (vitamin d), ergocalciferol since 2017, hydrochlorothiazide;lisinopril (lisinopril hctz) from 2014 to 2017, tranexamic acid and valaciclovir (valacyclovir) since 2015. On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In october 2014, the patient experienced gingival pain ("dental problems pain in the gum area") and tooth fracture ("chipping teeth"). In november 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain lower had resolved and the genital haemorrhage, anaemia, gingival pain, dysmenorrhoea and tooth fracture outcome was unknown. The reporter considered abdominal pain lower, anaemia, dysmenorrhoea, dyspareunia, genital haemorrhage, gingival pain, menorrhagia, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2014: bilateral essure visualized, right essure appears coiled adjacent to cornu region. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs and mr received: reporters were added. Demographic conditions were added. Lot number was added. Insertion date was updated. Events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, anemia, gum pain, chipped teeth, dyspareunia, abdominal pain lower were added. Event onset date and outcome were added. Concomitant drugs were added. Medical history were added. Historical drug added. Lab data was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. C80063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids from 2014 to 2016, vitamin d deficiency in 2013, chlamydial infection, herpetic vulvovaginitis, obesity, human papilloma virus infection, osteopenia and hypertension. Previously administered products included for prevent pregnancy: mirena from 2010 to 2014. Concomitant products included cholecalciferol (vitamin d), ergocalciferol since 2017, hydrochlorothiazide;lisinopril (lisinopril hctz) from 2014 to 2017, tranexamic acid and valaciclovir (valacyclovir) since 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced gingival pain ("dental problems pain in the gum area") and tooth fracture ("chipping teeth"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain lower had resolved and the genital haemorrhage, anaemia, gingival pain, dysmenorrhoea and tooth fracture outcome was unknown. The reporter considered abdominal pain lower, anaemia, dysmenorrhoea, dyspareunia, genital haemorrhage, gingival pain, menorrhagia, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: bilateral essure visualized, right essure appears coiled adjacent to cornu region. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.